Event description:
It was reported that the bd luer-lok¿ syringe sterile was damaged. The following information was provided by the initial reporter: a 50 ml syringe from becton dickinson, lot 2153733, expiration date: 2027-05-31 had manufacturing defect with scratches and dents in the plastic inside the syringe.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number 309653 and lot number 2153733. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that the bd luer-lok¿ syringe sterile was damaged. The following information was provided by the initial reporter: a 50 ml syringe from becton dickinson, lot: 2153733, expiration date: 2027-05-31 had manufacturing defect with scratches and dents in the plastic inside the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The initial reporter also notified the FDA via medwatch#: mw5115234. Address information was not able to be obtained, therefore, nj was used as a place holder.